Event description:
The surgeon reportedly damaged the common iliac artery with the inserter during implant insertion. After locking the 30mm screws, the surgeon decided they were too long and replaced them with 25 mm screws. One of the 25mm screws went straight through he cage and into the are of the spinal canal, causing no injury however, the screw could not be removed and so the entire cage had to be removed in order to retrieve the screw. A larger cage was implanted and during impaction, the inserter disengaged form the cage resulting in damage to the common iliac artery. The artery was repaired and cage inserted with no further incident.

Manufacturer narrative:
The manufacturing and inspection records for the cage were reviewed and there were no discrepancies. The damage to the center hole resulted in a space large for enough for the smaller sized screw to pass directly through it. The damage was likely caused by the insertion and removal of the longer screw, as described by the agent, and subsequent insertion of the 25mm screw. It is possible that since the surgeon ended up implanting a larger cage than initially planned, the disc space was not adequately prepared to accommodate the larger cage. If this is the case, this could have resulted in more force being applied at the implant-inserter interface than is typically seen. The situation described is also possible if the inserter is not attached to the implant properly. We will continue to monitor the data for incidents of this nature.